Event description:
The insert was found to be "unstable." The insert was implanted in the patient. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation of this event can not be performed because the device was not returned to howmedica.